Manufacturer narrative:
The suspect parts were returned to the MFR for evaluation. The failures were isolated to pc 1585, components l1 and t2 were overheated due to a short circuit in ic1. This customer reported two occurrences of the same failure. No other complaints have been reported involving these components. No further corrective actions will be taken at this time.

Event description:
During the night there was minute volume alarm several times, ventilation continued normally (prvc and 5 cm h2o peep). About 7:30-8:00 a.m. The treating doctor saw smoke coming out of the ventilator. The ventilator was switched off immediately. There was no pt injury.